Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant procedure for reasons that are not available at the time of this report. The patient received a cement spacer.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device disposition unknown.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent a device explant procedure for reasons that are not available at the time of this report. The patient received a cement spacer.

Manufacturer narrative:
The reported event could be confirmed, since evaluation of CT imaging finds the construct has been explanted. Upon further investigation of the CT scans by healthcare professionals the following was observed, "there is a girdle stone situation visible in the CT. This suggests some infection at the ankle joint. The tar has been implanted in 2021. Therefore after this time the device or the initial operation as underlying cause of the infection can be almost excluded. It is remarkable that almost every other adjacent joint in the hind and midfoot has been stabilized and shows the complexity of the foot deformity and the high grade of instability of the foot in general in this patient." Although the most likely reason for the revision is an infection, no clinical evidence from the treating surgeon was obtained to bring clarity to the situation around the revision. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.